Manufacturer narrative:
Troubleshooting was performed with the customer. Customer could not confirm if proper sample type was used during patient testing. Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64716rb. No issues with troponin I recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported a discordant troponin I result for 1 patient. On (B)(6) 2018 a female patient presented to the emergency department, reason for visit was not provided. Patient was tested on triage and produced a tni <0.05ng/ml. The same tube/sample was sent to the hospital's core lab within 1 hour and resulted tni 1.89ng/ml. During initial complaint call, the customer could not provide the lab instrument. An update provided at a later time stated the lab method was vista. The cut-offs customer used were as follows: triage: 0.15 ng/ml, the range for the vista is 0 - 0.045ng/ml and reports <0.015. Customer refused to provide patient information or further information regarding the event.